Event description:
Upon dicom rt plan export of a plan containing a beam for which the beam weight has been set to zero by the user, a non-zero value for the monitor units (mu) can be exported. In case a plan contains a beam that is intended as a setup beam only and it is not intended to be used for treatment the weight of the beam is set to zero by the user. The plan spreadsheet will show beam weight 0 for this beam and n/a for the number of mu. Upon export of the plan using dicom rt plan, however, the number of mu for the beam for which the weight has been set to zero is equal to the number of mu that was assigned to this beam before the user edited the beam weight to be zero.